Event description:
It was reported that during a da vinci assisted surgical procedure, the customer had encountered an error on 30-degree endoscope stating that there was a loss of left video. There was a recoverable fault 45311 as well. Customer tried removing the endoscope and plugging it back in but it gave an error for loss of right video. Customer once again tried removing and plugging it back in but it gave them repeated errors for loss of video. The customer had 10 minutes left to complete the procedure hence, they used the vision from right eye to complete it. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: there were no reports of missing fragments on the back table. No fragment(s) had fallen into the patient. Customer was unable to confirm when the endoscope was observed to have broken pieces. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 30-degree endoscope to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The endoscope was tested and placed on in-house system for functional testing, and it failed to provide a video due to an electrical or communication failure. The endoscope provided color bars in right eye. The endoscope was also found to have damage at the distal end. The window located at the distal tip was found to be broken and had a detached piece at a location that could fall into the patient. The endoscope was further found with a camera instrument adapter defect. The camera instrument adapter did not rotate properly and/or noises were heard during testing. The attached endoscope adapter (aea) shaft bearing was contributing to friction. The endoscope cable was found to be deformed. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. The probable root cause of the cracked distal window is usually related to inadvertent collisions with hard surfaces or falling of endoscope or improper cleaning during reprocessing.